Manufacturer narrative:
At this time, the system will be left in unipolar configuration for sensing and pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements. The device automatically switched from bipolar configuration to unipolar configuration. No oversensing was noted in unipolar and the system was operating well in this configuration. No adverse patient effects were reported.